Manufacturer narrative:
Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. The risk assessment of the device identifies a potential failure mode of tip breakage when the device is used in an extreme condition such as bony tissue. The device instructions for use includes a statement to not attempt to use the device through the bone or other calcified tissue. Due to the nature of the surgical access, the tip can be retrieved from the patient without modification to the surgical access.

Event description:
During use of the anchorknot suture passer during a procedure, the distal tip of the device broke in the patient. The device was used through the original surgical access point. The device was deployed successfully. As the device was being rotated, the distal tip of the device broke. The device was removed from the patient. The broken tip was successfully retrieved using a 3 mm pituitary. The issue resulted in an approximately 20 minute delay. The procedure was completed successfully without use of the anchorknot suture passer.